Event description:
A patient underwent a procedure to the proximal rca with 100% stenosis. The 20mm, de novo, type c lesion, flexion, total occlusion lesion was tortuous and thrombotic. It was not calcified. The procedure was an emergent case due to acute mi. A cyper (2.5/28mm) was implanted at 18atm for 30 secs. There was untreated lesion proximal to the implanted cypher after the procedure. It wasn't treated because after the cypher implant, the lesion became no flow, therefore administration of a thrombolytic agent and aspiration was done. Thirteen days later, thrombus was found in the cypher stent and treated with poba and aspiration. The patient also received medication because the flow wasn't recovered. The day after this intervention, total occlusion was confirmed inside the cypher stent and was treated with poba. Aortic dissection was suspected, and was treated with the placement of two additional cypher stents.